Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Around 2000 on (B)(6) 2023, the patient experienced dizziness and lightheadedness. The cgm estimated glucose value (egv) was 130 mgdl and the bg was 67 mgdl. The patient self-treated with carbohydrates. The cgm egv would go back up a little bit then it would go down again (egvs not specified). It was not specified whether the patient rechecked the bg after self-treatment. The patient called an ambulance and the bg by ems was 39 mgdl. The cgm egv at that time was not documented. The hypoglycemia was treated with intravenous (IV) sugar water and more carbohydrates. After treatment, the glucose was not back to normal range, so the patient was transported to the hospital. The patient was treated further with unspecified IV medication and more carbohydrates. The patient was discharged the following day at 0600. At that time, her glucose was back to normal range at 125 mgdl and the cgm egv was 130 mgdl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available. No other details were documented.